Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the insulin pump had motor error alarm and problems with button during rewind. Customer stated that insulin pump had crack on back near label crack at top of battery compartment. Customer stated that insulin pump had rejected new batteries and half inch crack by screen and discoloration near screen. No harm requiring medical intervention was reported. The device will not be returned for analysis.

Manufacturer narrative:
Device received with no (act, up and escape) button response due to corroded keypad traces. No button error alarm during testing noted. Unable to perform all functional testing including the displacement, operating currents, a21 error test, rewind, basic occlusion, occlusion, prime a33 and excessive no delivery test or verify motor error alarm and failed battery alert due to buttons not responding. Motor passed motor test. Device received with cracked battery tube threads, cracked lcd window, cracked reservoir tube lip, cracked case display window corner and missing end cap sticker. The p-cap locks into the reservoir compartment properly noted.